Event description:
Customer reported he experienced high blood glucose and treated with the insulin pump, but at one point he over corrected when treating for the second high blood glucose level. Blood glucose value was 250 mg/dl. Customer over delivered a bolus dose before bed and experienced a seizure over night. Customer's wife attempted to treat the low blood glucose with glucagon and called 911. Blood glucose value at the time of admission was between 30 and 40 mg/dl. The paramedics treated him and was not taken to the hospital. After the event the doctor adjusted his basal rates and bolus wizard settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.